Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had stimulation in the wrong location, less than (B)(6) therapy relief and a lack of therapeutic effect. It was noted that impedance testing, x-rays and reprogramming were all performed. As a result the patient¿s leads were revised on (B)(6) 2014 and post-op the patient was receiving much better coverage. The patient is scheduled for follow-up in case they need reprogramming.